Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: pump was on patient. Symptom - pump turned itself off after 10 minutes of running on battery during patient transport. Findings/action taken: battery sent to account and installed by hospital biomed.